Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing a led problem during a laparoscopic therapeutic procedure. According to the initial reporter, one segment of the led display was not lighting up properly. Reportedly, there were no other abnormalities, and this segment did not compromise the function of the device. Consequently, the procedure was continued and completed with the subject device with no harm to the patient noted.